Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results and the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that error code e333 was displayed on the video system center. The issue occurred during the therapeutic laparoscopic surgery, and it was completed using the same set of equipment. There were no reports of patient harm.